Manufacturer narrative:
The biopsy guns used in the procedures were not returned to the MFR and thus not available for evaluation. However, unused samples from the same lot were available for investigation and returned to the MFR. Unopened units of tru core ii biopsy instrument from complaint lot 71301gcr were returned to angiotech. Some were sampled for investigation by angiotech and the remaining were forwarded to the OEM, co. For evaluation. Investigation proceeded as follows: each returned needle set was visually inspected under microscope for tip damage and none was found. All the units were dimensionally verified to meet specification. Functional evaluation of the units determined they all functioned smoothly. The devices functioned as intended. A review of the device history record showed no anomalies or non-conformances. All product was produced within specification. In the end, we were unable to confirm or reproduce the event experienced by the customer. Based on the results of this investigation, the cause of this event is unlikely to be manufacturing related. There have been no other complaints of this nature associated with this product. At this time, we consider this to be an isolated incident.

Event description:
The incidents reportedly occurred in 2007. Customer complained five patients suffered hemorrhaging after prostate biopsies with this device. Biopsy guns used were all from the same lot number.